Manufacturer narrative:
The affected device was manufactured in june 2007. The investigation of the logbook revealed that the device did not stop to ventilate completely but continued to cycle using ambient air while oxygen dosage is switched off. The device alarmed this condition correspondingly. The root cause of the reported failure could be identified to be a faulty ad converter on the pcb hc control. The device has behaved as specified to this failure condition by posting a high priority alarm in order to inform the user.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator failed and stopped delivering the correct ventilation. No injury reported.